Event description:
It was reported that during a biliary stenting treatment procedure, deployment difficulties were encountered and the stent was deployed inside the scope. A biliary stent 7fr/15cm had been selected to treat an unspecified stenosis in the bile duct. The physician found it "very difficult" to cross the lesion with the device but was eventually able to cross the lesion. While attempting to deploy the device, "severe" resistance was encountered. The device moved from its intended target and was deployed inside the scope. The stent was able to be removed from the pt with the removal of the scope. The procedure was aborted with the physician intending to perform balloon dilation and stenting "later". There were no pt complications reported with the pt's current condition listed as "good".